Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. A system log review could not be performed because the system logs were not available. .

Event description:
It was reported that a patient who was enrolled in a clinical study underwent an uneventful ion biopsy procedure and developed a pneumothorax post-procedurally. The targeted lesions were 19 mm x 16 mm x 24 mm in the right upper lobe and 8 mm x 6 mm x 8 mm in the left upper lobe. After the procedure, the patient was asymptomatic, but a chest x-ray identified a pneumothorax 22mm in size from apex to cupola and 10mm depth at the level of the hilum. A 14 french chest tube was placed and then removed within 24hrs. The patient was discharged the next morning. No ion device malfunction occurred during the procedure.